Event description:
It was reported that following a pump implant the doctor intended to administer contrast in to the pump but instead administered 1ml of morphine sulfate. The doctor did not intend to start the infusion at that time. It was unclear what was being performed at the time of the call; however, the caller inquired about a priming bolus. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported that the technician handed the physician the wrong syringe; the physician had asked for contrast dye but was handed morphine. A very small bolus of morphine was given (less than 1 ml) into the catheter access port (cap). The doctor realized that he was not using the correct syringe; he was handed the contrast dye and continued to proceed. The dye study was normal and no issues were found. The patient was refilled with morphine. A few adjustments occurred since the event. The patient felt that at the 0.521 mg/day he was filled with made him a little groggy. He was lowered to 0.25 mg/day. A few weeks later the patient came back for a routine visit and they decided to increase him back to the 0.521 mg/day. Per the reporter ¿everything working fine now, no issues at all¿. The patient adjusted to the medication in the device and reported no side effects at all. No harm was done to the patient as a result of the event.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).